Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, low and undefined impedance, insulation damage, deformity confirmed in clavicular area on x-ray. It was also reported that the right atrial (ra) lead exhibited a visible insulation deformity in the clavicular area, confirmed on x-ray and the stylet would not advance down the atrial lead. Both the rv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.